Manufacturer narrative:
Part not returned to manufacturer.

Event description:
An operating room staff member report that during navigation the touch screen monitor display suddenly was distorted and showed "squiggly lines". The touch screen functionality was not working but he was able to use the mouse. They were able to continue the surgery with no affect on the pt.